Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a black square is coming in monitor screen image. Therefore, there was partial image loss.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: problem description (symptom): as per customer black square is coming in monitor screen image. Action taken at site (diagnosis): during inspection no issue found, observed for several days unit is found working fine. Final report: unit is working fine. Probable root cause: cables; hdmi cables; connectors; digital board; power supply; filter/fuse; ac inlet board; main board; transition board; intermittence between transition board and ch connector; software; camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken/shifted lenses, focusing mechanism, endoclamp, zoom ring); problem toggling light source; connected monitors; leaking; poor grounding (e.g camera head connection from cable to transition board.); no/incorrect communication with light source; soaking cap disconnection during sterilization; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; cybersecurity attack; pendulum ch inertial measurement unit (imu); incident light from surgical scene is reflected by coupler/ch window; use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a black square is coming in monitor screen image. Therefore, there was partial image loss.